Event description:
Related manufacturer reference number:1627487-2022-03433. It was reported that the patient did not charge their ipgs as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
There was no reported event against the eon mini ipg. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not charged the ipg for an extended period. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg was functionally tested and passed all testing. According to the review of eon mini IFU/dfu, 37-1004, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿